Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that an infection was suspected, and that the implantable neurostimulator (ins) had been hurting the patient's back when it was turned on over the last few months. It was stated the patient would need a surgical procedure to get it fixed. It was noted that the implant was low with no recharger available at the time of report. It was stated that the reporter wanted to perform an I-spine MRI to confirm there wasn¿t an infection. No outcome or interventions were reported. Follow-up attempts to obtain this information were conducted with no response received. If additional information is received, a follow-up report will be sent.